Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening, swelling, and pain. The surgeon indicated the removal of scar and adhesive tissue around the patella and lateral capsule. He reported the tibial baseplate was loose. He reported the femoral component to be tight without any motion, though was revised. The surgeon did not comment on the patella, though it was revised. The patient was implanted with depuy knee system and unknown cement. There were no complications reported with the procedure. Doi: (B)(6) 2017. Dor:(B)(6) 2018. (Lt knee).